Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder®aaa endoprosthesis devices. The contralateral leg component was deployed with its distal end slightly covering the right internal iliac artery. Following the leg implantation, a distal type I endoleak was observed, so that a balloon touch-up was performed using a coda balloon catheter. The balloon touch-up was performed for a longer duration than usual to achieve adequate sealing. Subsequent angiography revealed that the distal leg completely covered the right internal iliac artery, and dissection was also noted at the site. As a treatment, a stent was implanted from the right common iliac artery to the right external iliac artery. A slight distal type I endoleak persisted. It was possible that the false lumen might have seen as an endoleak, and the procedure was completed.